Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the fall-off test. The last patient to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4)has been completed. Upon evaluation, the belt failed the fall-off test. Investigation revealed there was an open pulse wire in the distribution node (dn) to ECG b cable. The source of the open pulse wire was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the open wire. The last patient to use this e-belt did not report any deficiencies.